Manufacturer narrative:
(B)(4). Device not returned to acufocus.

Event description:
On (B)(6) 2015, acufocus, inc. Became aware that a kamra inlay was explanted from the left eye of a (B)(6) female patient, 15 days postoperatively ((B)(6), 2014) in order to aid the healing process of the patient's suspected keratitis condition.

Manufacturer narrative:
Patient codes were updated to reflect infiltrate and inflammation based on the results of the investigation.